Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 during basal delivery. Customer's blood glucose level was in the 100's (mg/dl). Reportedly, the cartridge was reloaded successfully. Insulin delivery was resumed.